Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Risk manager requested a log review for an overinfusion of tpn in nicu. On (B)(6) 2012, tpn was infusing at 5.3 ml/hr from noon to 2245. Blood sugar at 1550 was 62. At 2245, a new bag (approximately 225 ml in a 500 ml bag) was hung and the rate was changed to 5.2 ml/hr. At 2321, the blood sugar had risen to greater than 600. At 2330, the tpn rate was decreased to 3 ml/hr and a d5w infusion was added at 2.2 ml/hr. At 0030 on (B)(6) 2012, the baby was intubated and placed on the ventilator. At 0100, the IV fluids were discontinued and the nurse noted there was only 50 ml remaining in the tpn bag. D10w with additives was started and the blood sugars remained elevated for several more hours. Patient effects resolved within 24 hours.